Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 475 mg/dl. The mother stated that her son received no delivery alarms during priming. The mother stated that her son was in the emergency room for his high blood glucose readings. The mother stated that her son was vomiting and not feeling well. The customer will be sent replacement sets and reservoirs.